Manufacturer narrative:
(B)(4).

Event description:
The customer alleges the basket on the device broke. The therapy was delayed. No patient injury or consequence.

Event description:
The customer alleges the basket on the device broke. The therapy was delayed. No patient injury or consequence.

Manufacturer narrative:
(B)(4). The customer returned one ptd catheter assembly for evaluation. The rotator was not returned. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket cap and approximately 1 mm of tip pebax material remained attached to the cap. The broken end of the remaining tip material appeared stretched, jagged and uneven; indicating a stress related tear. The tear occurred below the distal tip of the metal cap. The basket wires are all intact and secured within the basket connectors. No other defects or damage were observed with the catheter or the basket. The remaining piece of tip attached to the basket cap measured 1 mm in length. Functional testing was performed by attaching the catheter hub assembly of the returned device to a lab inventory rotator drive unit. The basket retracted/deployed in and out of the sheath as expected and rotated as expected. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "if the flexible tip "folds over" itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow tip to unfold in open cavity of the hub. At this point, the device can be fed through the sheath into the graft." The report that the ptd tip was broken during use was confirmed through examination of the returned sample. The black pebax tip of the returned ptd device broke near the base of the distal basket cap and approximately 1 mm of tip pebax material remained attached to the cap. The broken end of the remaining tip material appeared stretched, jagged and uneven; indicating a stress related tear. The returned ptd device met all functional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.